Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: symptom - the intra-aortic balloon pump (iabp) was reported to have shut off with a steady tone and displayed flickering while in use on the pt. Actions/findings taken: could not duplicate the problem. Checked operation and found battery discharged. Performed preventative maintenance. Biomed to run iabp for several days and do a battery load test. Add'l info received on (B)(6) 2011 from the biomed engineer stated the intra-aortic balloon (iab) was inserted while the pt was in open heart surgery. After the procedure, the pt was transferred "20 yards" to the open heart recovery room. It was at this time that the iabp symptom began; iabp shut off with steady tone and display flickered while on pt. The pt expired. The surgeon stated that the pt "bled out" and the pump did not contribute to the outcome of the pt. Biomed also stated that the pump is 1 year old and that the battery never held a charge. The staff in open heart recovery room insist that they had the iabp plugged into the wall and the pump stopped regardless of ac power.